Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either spinbrush proclean toothbrush soft: (B)(4), spinbrush proclean toothbrush medium: (B)(4), spinbrush pro whitening toothbrush soft: (B)(4), or spinbrush pro whitening toothbrush medium: (B)(4). The consumer has not returned the product to date, therefore we are unable to determine the exact product that was used. The product was manufactured at one of the following locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was made. Contact MFR: (B)(4).